Event description:
Related manufacturer reference number: 2017865-2023-13029. It was reported that the patient presented to the clinic with worsening heart failure symptoms, shortness of breath, and orthopnea at night. A chest radiograph showed the left ventricular (lv) lead had dislodged. No capture and elevated capture thresholds were noted. A preoperative examination of the device showed no abnormality. It was believed that the capture failure was due to blood clots at the left ventricular lead interface and that the device was not tightly connected to the lead. A new device was replaced, and the lv lead was discarded and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.